Event description:
It was reported that during a l5-s1 percutaneous spine fusion at the healthcare facility, the surgeon determined with tactile means that navigation was inaccurate. The surgeon continued to use navigation and fluoroscopy throughout the procedure and reported that the accuracy of the system would change continuously from being accurate to up to 5 mm high at different points in the procedure. It was reported that there was no retraction and the surgeon did not excessively lean on the patient, move the skin or manipulate the soft tissue. Respiration had been halted for mask capture and 3d spin. The case was completed successfully without a clinically significant delay; the patient was not affected and there were no adverse consequences or medical intervention reported.

Event description:
It was reported that during a l5-s1 percutaneous spine fusion at the healthcare facility, the surgeon determined with tactile means that navigation was inaccurate. The surgeon continued to use navigation and fluoroscopy throughout the procedure and reported that the accuracy of the system would change continuously from being accurate to up to 5 mm high at different points in the procedure. It was reported that there was no retraction and the surgeon did not excessively lean on the patient, move the skin or manipulate the soft tissue. Respiration had been halted for mask capture and 3d spin. The case was completed successfully without a clinically significant delay; the patient was not affected and there were no adverse consequences or medical intervention reported.

Manufacturer narrative:
During the evaluation process, spinemap® 3d 3.0 - software 6002-670-000 was identified to be associated with the reported event. The reported event of inaccurate navigation can be confirmed as a stryker employee was present during case.

Event description:
It was reported that during a l5-s1 percutaneous spine fusion at the healthcare facility, the surgeon determined with tactile means that navigation was inaccurate. The surgeon continued to use navigation and fluoroscopy throughout the procedure and reported that the accuracy of the system would change continuously from being accurate to up to 5 mm high at different points in the procedure. It was reported that there was no retraction and the surgeon did not excessively lean on the patient, move the skin or manipulate the soft tissue. Respiration had been halted for mask capture and 3d spin. The case was completed successfully without a clinically significant delay; the patient was not affected and there were no adverse consequences or medical intervention reported.